Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that unable to perform displacement test due to pump error 3 and pump error 25. Pump failed the self test due to pump error 75. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 3 in pump downloaded history on 10/28/2022 at 10:01:13.000 and pump error 54 in pump downloaded history on 10/28/2022 at 10:01:11.000 with line number = 191 and file number = 32149 due to software error. Pump error 25 in pump downloaded history on 10/27/2022 at 17:00:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, force sensor, motor and j6 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked keypad overlay battery tube threads - cracked, cracked case, cracked case (battery tube). Alleged cosmetic damage located at the battery tube area confirmed. Confirmed pump error 3 due to software error. Confirmed pump error 25 due to severe corrosion on j6 connector. Confirmed pump error 75 due to moisture damage on pcba 1, pcba 2, force sensor and the motor. Alleged moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.